Event description:
It was reported that a spectrum pump displayed a constant downstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm which was not reproduced. The device passed all testing. Downstream occlusion alarms were confirmed through a review of the event history log.